Event description:
Ous MDR - after an implantation time of 47 months, inappropriate shock deliveries were reported. A lead fracture was suspected. The device was explanted.

Manufacturer narrative:
Ous MDR.